Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter and 4.1 cm in length tho racic aortic aneurysm approximately three years ago. Vessel morphology at the index procedure was reported as there was heavy calcification in the iliac artery, mild calcification in the proximal neck and distal neck. The proximal aortic neck diameter was 40 mm, the distal neck diameter was 34 mm. It was reported that at the index procedure, during the removal of the delivery system from the patient, there was trauma to the right common iliac artery. The physician elected to implant stent(s) to resolve the trauma to the vessel. The physician stated that the cause of the vessel trauma was due to the patient's blood vessel condition of heavy calcification in the iliac artery and the right common iliac artery was thin. It was reported that on an unknown date, a proximal type I endoleak was noticed; however, the patient was asymptomatic. The type I endoleak observed on CT imaging that was previously reported continues to be monitored by the physician. There is no aneurysm expansion. No additional clinical sequelae reported.

Manufacturer narrative:
(B)(4). Evaluation code, results: inherent risk of procedure (endoleak, endoleak, vessel perforation); patient's condition affected effectiveness of device (severe calcification in the iliac artery). Evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (severe calcification in the iliac artery).